Manufacturer narrative:
No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
Breakage of the short gamma nail, stst, without any trauma.

Event description:
Breakage of the short gamma nail, stst, without any trauma.

Manufacturer narrative:
The evaluation revealed the broken nail to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail was documented as faultless prior to distribution. No deficiency found during dimensional inspection of the returned product. The evaluation revealed that the nail broke in a fatigue fracture after a period of approx. 3 months of implantation. According to found damages the fatigue fracture had its origination in the anterior web at lateral. In this area material damage had weekend the web caused by misaligned drilling with the step drill; which presents an unintentional use error. Material deformation (bearing points) of the medial edge of the proximal drill hole was most likely caused by increased axial loading during the implantation period; which is considered as patient behaviour related. Referring to the medical opinion ¿ delayed healing ¿ and referring to above mechanical requirements nail breakage was not linked to a deficiency of the device, but was most likely caused by patient conditions. General aspects: a nail will be subject of a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. The affected implant is designed to withstand the normal loads during the implantation period, i.e. The implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. One requirement for successful nail treatment is a timely resp. Increasing bone healing in order to relieve the nail over the progressing time of implantation. Potential adverse effects, e.g. Increased loading or material damage are clearly pointed out in the labelling. In case above requirements are not fulfilled, exceeding of fatigue strength is to be expected and is thus a predictable complication. Based on the above the nail breakage was not linked to a deficiency of the device, but was mainly caused by intra-operative material damage contributed by impaired bone healing which is regarded as patient related. Review CAPA databases and risk analysis did not identify any discrepancies. There were no open actions in place related to the reported event for the subject product. No non-conformity was identified. No non-conformity was identified. The event was not linked to a deficiency of the device. In case further information should become available, we reserve the right to update the investigation and change the root cause.

Manufacturer narrative:
The evaluation revealed the broken nail to be the primary product. A physical examination could not be carried out since the item was not provided. Review of the device history records could not be carried out as ¿ although requested / the hospital confirmed the implant(s) had been discarded ¿ the product data remained unknown. Thus, a comprehensive examination and investigation was not possible. Review CAPA databases and risk analysis did not identify any discrepancies. There were no open actions in place related to the reported event for the subject product. No non-conformity was identified. Received medical records indicated that the nail broke after a period of approx. 3 months of implantation. General aspects: a nail will be subject of a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. The affected implant is designed to withstand the normal loads during the implantation period, i.e. The implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. One requirement for successful nail treatment is a timely resp. Increasing bone healing in order to relieve the nail over the progressing time of implantation. Potential adverse effects, e.g. Increased loading or material damage are clearly pointed out in the labelling. In case above requirements are not fulfilled, exceeding of the fatigue strength is to be expected and thus a quite predictable complication. In this case it could not be determined whether the patient had followed the surgeon¿s post-operative instructions; it could not be determined if a load peak had occurred and it could not be excluded that the nail had been damaged intra-operatively. Referring to the medical opinion ¿ delayed healing ¿ and referring to above mechanical requirements nail breakage was not linked to a deficiency of the device, but was most likely caused by patient conditions. No non-conformity was identified. The event was not linked to a deficiency of the device. In case the item and / or relevant clinical information should become available, we reserve the right to update the investigation and change the root cause.

Event description:
Breakage of the short gamma nail, stst, without any trauma.